Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On the day of the event the patient experienced loss of consciousness because of a hypoglycemic event and stated that ¿he never got alerts¿. When the patient regained consciousness, they ate something and when a fingerstick was taken the cgm was reading low, and the blood glucose reading was 16 mg/dl. No further treatment was reported to be necessary before or after the patient ate, and at the time of the report the patient was stable. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling fine. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No additional patient or event information is available.